Manufacturer narrative:
(B)(4). Evaluation: results: (mi).

Event description:
A 3.0mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in the proximal cx of a patient during index procedure with no issue reported. Staged procedure was performed one week post index procedure and the patient received 2.5mm diameter x 18mm length endeavor sprint rx in the mid lad and a 2.5 x 18 endeavor sprint rx in the 1st diagonal. Implant of the stent was successful; however, it was reported that the patient had an mi one day post staged procedure. It was reported that the patient was asymptomatic on discharge and no other clinical sequelae were reported. (MFR# 2953200-2011-00130, 2953200-2011-00131, 2953200-2011-00136).